Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6), 2009 and mesh and lynx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure tvh, lynx urethropexy, and anterior repair due to pelvic pain, cystocele, fibroid uterus, incomplete emptying of her bladder and pelvic pain.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent hysterectomy due to pelvic relaxation, sui. No additional information provided.

Manufacturer narrative:
(B)(4) voiding dysfunction, discomfort. It was reported that following insertion the patient experienced voiding dysfunction, discomfort, discharge, urinary urgency, and incomplete emptying.